Manufacturer narrative:
The gluc3 reagent lot number was 77896201 with an expiration date of 30-apr-2025. Qc was acceptable on the day of the event prior to the sample measurement. The calibration was last performed on (B)(6) 2024 and it was acceptable. The provided qc recovery showed a downward shift between (B)(6) 2024 for both levels but it was still within the customer's ranges. The alarm trace did not show any abnormality. The field service engineer found that the cause was a clogged reagent probe (component failure of the reagent probe). He replaced the reagent probe and inspected the fluidic operation of the probe rinse stations, the reaction cell rinse station, and the pump pressures. He then performed operational and mechanical checks and precision studies and they were within specifications. The customer performed qc and it was acceptable. The instrument was performing within specifications. The service actions (replacing the reagent probe and inspecting the probe rinse stations, the reaction cell rinse station, and the pump pressures) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with glucose hk gen.3 (gluc3) assay on a cobas 6000 c501 (ul) v module when compared to a different cobas 6000 c501 module. Initial result: 109 mg/dl. Qc went out of range, prompting the repeat of the sample. Repeat result: 82 mg/dl (tested on another c501). The repeat result was deemed to be correct. Reportedly, an amended report with the correct results was issued.